Manufacturer narrative:
Additional info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported during a cataract extraction procedure, a system message displayed and the console stopped. The system did not recover after exchanging the cassette, handpiece and reboot. The case was converted to an extracapsular cataract extraction to conclude the surgery without further incident.